Manufacturer narrative:
Please noted that the patient detection movement system did not prevent the patient's fall. Additionally, the instructions for use for citadel bed frame (830.213-en rev. 12) informs user: - "the patient movement detection function should be checked periodically for correct operation and before each new patient uses the bed¿ - ¿before using patient movement detection, verify that the alarm can be easily heard by caregivers. Example; at the nurse¿s station.¿ the IFU also describes the potential risk of patient's fall/inadvertent exit on several occasions: - "to minimize the risk of falls or injury, the bed should always be in the lowest practical position when the patient is unattended." - "whether and how to use side rails or restraints is a decision that should be based on each patient's needs and should be made by the patient and the patient's family, physician and caregivers, with facility protocols in mind. Caregivers should assess risks and benefits of side rail/restraint use (including entrapment and patient falls from bed) in conjunction with individual patient needs, and should discuss use or non-use with patient and/or family." The staff informed that the side rail were up and the bed was lowered. Hovewer, taking into consideration that the patient was disoriented it is consider that the exact cause of the event is related to the patient's condition. Arjo device did not fail the specification during the event occurred. The device was used for the patient treatment during the event. The complaint was decided to be reportable due to patient fall. No injury occurred.

Event description:
Following the information gathered the patient fell out of bed. The customer claimed that the patient alarming system did not call during the event, hovewer the arjo technician found no device malfunction. It was established that the patient with disorientation issue was trying to exit the bed independently, but they fell on the floor. The safety sides were raised and the bed was in the lowest position. The customer initially reported a nasal fracture as a result of the fall, hovewer after second attempt of the contact it was revealed that no harm to the patient as a consequece of the fall had occurred.